Event description:
Customer reporting complaint on the product 2798q. Customer states that product broke while a patient was using it. As a result a staff member was injured. There are no details included about the nature of the injury or the situation of the patient. Just that there was a failure and a staff member was hurt.

Manufacturer narrative:
Product was returned and evaluated. Visual findings observed one restraint received. The cuff is in like-new condition, with no visible signs of wear or damage. The velcro is intact and functional, showing good adhesion. Webbing is in good condition, with no fraying, tears, or defects observed. Straps are in good condition and appear fully usable. The male end clip on the bed connecting strap is broken, and the female end of the quick-release buckle (short strap) is missing. Evaluation found that the clip that gets secured around the cuff, is intact and functions as intended. The male end clip for strap that attaches to the bed is broken, which affects the functionality of the product. A tidi representatives communication with the facility found that the staff injury was a scratch from the patient. Additionally, when part 2789q was sinched to restrain the patients wrist, the strap buckle was close to the patients cuffed wrist and the patient was able to break and unlatch the buckle. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The application instructions state: insert the male end of the connecting strap into the female end of the short strap. Listen for a snapping sound. Pull firmly on straps to ensure a good connection. To limit unwanted adjustment, tie an overhand knot with the excess strap directly below the quick-release buckle. Warnings state: some patients may require additional interventions in conjunction with a restraint in order to prevent injury to self or others. 1.if the patient pulls violently against the bed straps. 2.to reduce the risk of the patient getting access to the line/wound/tube site. 3.to prevent the patient from flailing or bucking up and down and causing self injury. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).